Manufacturer narrative:
Weight and ethnicity unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy explant date: not applicable, as lens remains implanted. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that right after implanting a preloaded intraocular lens (iol) the surgeon found that there was a little crack on the optic. Issue was observed when the iol haptics were unfolding. One day post-operative, the patient complained about the crack that he could see on his sight. An explant has been planned to be performed one month post initial surgery date. Patient has better far vision post-surgery; however, he is bothered by the crack on the iol. Lens remains implanted. No further information provided. Vision pre-operative: far 0.8. Vision post-operative: far 0.9.